Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.

Event description:
It was reported that, "pt experiencing severe pain. Possible pseudo tumor. Revision tha scheduled for monday, (B)(6) 2011. Surgeon believes possible metal on metal issue causing pain.